Manufacturer narrative:
The controller failed visual inspection and functional testing. Supplemental evaluation of the device found a damaged u3 (uic) component on the controller board. This is a pca failure mode potentially related to a latent damaged component. Replacement of this ic saw the controller operate as expected. As it relates to the functionality of the controller, as described in the event details, the reported event was confirmed. The failure to visual inspection was due to an incidental finding of a cracked housing around the power connectors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, (B)(4), was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. A 10x visual inspection revealed hairline cracks around power port one and two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Functional testing revealed that the controller was not able to communicate with the monitor and did not recognized the ¿no power¿ alarms silent adapter. Supplemental evaluation of the device revealed a damaged user interface controller chip (uic) on the controller board. The controller performed as expected after the component was replaced. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a controller assembled with a defective component during the manufacturing process. An internal investigation was initiated to capture events involving the cracks observed on pioneer 2.0, in the area surrounding the power port connectors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that when trying to program a new controller no connection could be made with the monitor. When a battery was connected to the controller, the controller did not start-up (no battery indicating lights lit up). The controller kept on beeping (no power alarm) even when the battery was disconnected with the red alarm silencer on. Another controller was used. No patient complications have been reported as a result of this event.